Event description:
Boston scientific (bsc) received information that this dextrus lead was implanted in this patient's right ventricle. Post operative fluoroscopy noted no issues. However, after closing the pocket, testing noted decreased sensing. An additional fluoroscopy revealed the helix was completely retracted back into the lead. They opened the patient back up and re-attached the lead. The helix came back out fine and was repositioned successfully. Boston scientific did not make the event date available.